Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, bg value not provided, cause was not known. The customer drank soda and changed cartridge to address bg. The customer declined additional assistance.